Manufacturer narrative:
The issue was resolved for the customer by asking the customer to have the device sent back to their installer to see if the bumper/transfer can be adjusted to allow for more clearance to help prevent future events. The stryker sales representative also spoke with the customer about proper operations and moving the bumper up and out of the way if the ambulance has that bumper installed.

Event description:
It was reported that the power load system caused the cot to tip from hitting the bumper while unloading from the ambulance. The customer reported that there was no alleged malfunctions with the device. It was reported that the issue was caused by operator error due to the bumper not being pulled up for proper clearance prior to trying to lower the legs of the cot. No one was reported to have been injured during this event.